Event description:
There was a radial balloon ruptured during a percutaneous transluminal angioplasty. The target lesion was shunt (unk location and stenosis percentage), which was moderately calcified; however, there was no vessel tortuosity involvement. After the 2nd or 3rd inflation with an indeflator the balloon ruptured radially at rated burst pressure of 18 atm. There was no evidence of balloon separation or vessel dissection. Thereafter the balloon was withdrawn safely with no adverse consequence to the pt.